Event description:
The doctor reported to an american medical systems representative that during a greenlight pvp (photoselective vaporization of the prostate) procedure, a patient had a bladder tear. The doctor did not blame the hps greenlight procedure but sated, he used an automatic fluid pump that if not regulated correctly can cause the bladder to fall down over the prostate and make it difficult to differentiate tissue.

Manufacturer narrative:
MFR date: unknown at this time, as it was provided by a mobilizer. The doctor took precautions of releasing the pressure on the outtake valve (automatic fluid pump) over 3 times. The patient was on a ventilator all night. The automatic fluid pump was supplied by surgical laser solutions. Ams followed up with the risk manager at the facility. She stated that the laser did not cause or contribute to the patient's torn bladder. The patient is fine. The risk manager did not give any further information as to what intervention may have taken place since this was not caused or contributed to the laser. However, their investigation was not complete, and she stated if they did find that our laser contributed to the incident, she would call us. No information was provided to ams concerning the automatic fluid pump. The laser did not return to ams nor did the facility request an inspection of the laser. If any further information is obtained, ams will file a follow up medwatch report.